Manufacturer narrative:
Product recall initiated august 21, 2007.

Event description:
Post-operative condition reported for a male patient with the calaxo screw. Letter of representation received from facility. No medical records received.